Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user intermittently experienced the luer lock connection unscrewing while sleeping. The user's blood glucose (bg) level was at 250 mg/dl at the highest with medium ketones. The bg level was addressed with a manual injection. Reportedly, the user was not twisting the luer lock connection an additional quarter turn. Tandem's technical support educated the user on the ensuring a secure luer lock connection.